Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a gastroscopy using the subject device at the user facility, the endoscopic image of the subject device interrupted on the monitor, but the user facility completed the gastroscopy with an olympus documentation system endobase (not available in the USA). The user facility also reported that during a colonoscopy using the subject device, the endoscopic image of the subject device disappeared, therefore the user facility stopped using the subject device for the colonoscopy. The user facility tried connecting to various scopes with the subject device, but the reported issues were not resolved. There was no report of patient injury associated with the reported events. Olympus australia checked the subject device and found that the reported events could not be duplicated. Omsc is submitting 2 medical device reports (MDR) corresponding to on the number of the procedures. This report is about the colonoscopy and 2nd of 2 reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The reported phenomenon could not be reproduced at olympus australia & new zealand (oaz). The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon occurred since the video connector and the subject device were being connected while the electrical contact was not sufficiently dried. Droplets left on the electrical contact could affect the communication between the endoscope and the video processor and could cause the image to disappear.